Manufacturer narrative:
Analysis summary the reported endoleak seen immediately following implant was confirmed from the angiograms returned during implant; however, the exact cause/source of the endoleak could not be determined. Analysis of the returned pre-implant CT¿s did not reveal any anatomical characteristics that could explain the reported endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. A type iiia junctional endoleak seems unlikely as there appeared to be sufficient component overlap at all junctions. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. It is possible that this likely type IV endoleak may have been exacerbated by the observed fabric stretching resulting from the acute stent diameter expansion seen near the endoleak just below the right limb component junction, in a location where the right limb junction was unopposed to the vessel wall within the distal aaa sac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1628c93ee, serial/lot #: (B)(4), ubd: 16-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular semi-emergent treatment of a 68mm abdominal aortic aneurysm. It was reported that during the index procedure on angiogram, an endoleak was observed at the level of the right iliac limb etlw1628c93ee and the area of overlap with the distal extension in the iliac limb etlw1616c93ee . The area was ballooned and the endoleak was still present. It was confirmed that the endoleak was not a separation endoleak but assumed to be a type iiib endoleak and so relining was performed in the distal iliac limb with the device etlw1628c124ee, to include the level of overlap. After further ballooning with a reliant the endoleak was resolved and the procedure was completed. As per the physician, the cause of the type iii endoleak is not determined. No additional clinical sequelae were reported and the patient is fine.